Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 68 mg/dl at the time of the incident and the current blood glucose was 99 mg/dl. Customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer allege pump was over delivering. The customer was assisted with troubleshooting. The insulin pump will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test.